Event description:
It was reported that during a bph prostate procedure the "fiber tip broke while in use inside the patient". The procedure was completed with the use of a second fiber. Patient outcome: "ok" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone slightly proximal to the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window location; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
"The fiber tip broke while in use inside the patient: at 25,000 joules and 06:00 minutes of usage. The first fiber tip (cap) was not cleaned during the procedure.